Manufacturer narrative:
The device will not be returning for evaluation. The lot information was provided and a device history review will be conducted. This report represents all the information know by the reporter upon query by abbott personnel. (B)(4).

Event description:
A jography catheter "pigtail sheered off and lodged in rea." Reportedly, "the physician was able to retrieve all of the catheter without surgery and the patient was ok." The patient's length of hospitalization was not prolonged as a result of the procedure. No additional information is available as this time.

Manufacturer narrative:
The device was not returned for eval but the lot number was provided. The device history record was reviewed and there were no observations that were relevant to this investigation. We were not able to establish a root cause of the complaint based on the available info.